Manufacturer narrative:
Per evaluation findings investigation by the manufacturing site: result of investigation: during the examination, it was found that the cutting loop was pulled out in the distal area. The reason for this could be that the tensile force on the loop was too high without the hf current being activated, or that the activation time was too long and the wire burned out as a result. As the broken wire was not sent along, it is not possible to determine how often it has already been used and whether it was possibly worn out. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The reported device is pending return for evaluation. Once the reported device is returned and the evaluation is completed, a supplemental report would be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar cutting loop electrode broke off during procedure. The surgeon was not aware whether the electrode broke inside or outside of the patient; however, there was no report of patient harm or injury. The procedure was finished successfully.